Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The following physical damage was noted: cracked display window, broken reservoir tube lip, missing reservoir tube o-ring, and a missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that his son's insulin pump has damage to the reservoir compartment. The patient's blood glucose at the time of incident was 598 mg/dl. No symptoms of hyperglycemia were mentioned, and the customer treated with pump therapy and manual insulin injections. However, the customer did not feel okay to troubleshoot. The father reported that his son's blood glucose has been high for the past three days and that the top of the reservoir compartment was cracked; pieces of the reservoir were also missing. The damage occurred when the pump got caught inside of the recliner chair as the customer was putting the seat back. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.